Event description:
Caller reported a tandem mobi cartridge alarm, which resulted in a blood glucose level that displayed as "high" due to occlusion alarms occurring before the cartridge alarm. The customer had not taken any action yet, but cts confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The caller was advised to call back if any cartridge alarm occurred again and was warm-transferred to clss for further assistance. Pump to be replaced. Customer will continue on current pump.